Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged and malfunctioning safety mechanism is inconclusive due to the lack of detail in the returned photo. One photograph of a 20g infusion set was returned for evaluation. Inspection of the photograph found that the safety mechanism had been extended. However, the photo did not provide enough detail to determine if the safety mechanism was covering the needle tip. Additionally, due to the lack of detail in the photo, no other features or damage could be discerned. Based on the available material for review, there is insufficient evidence to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during needle removal, it was discovered that the safety device malfunctioned, failing to fully encase the needle tip. One side of the transparent needle wing was missing, preventing secure wing fixation during extraction.